Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted with a diagnosis of a malfunctioning cardiac pacemaker. Attempts to obtain additional information were made but were unsuccessful. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, through visual analysis, the device has dent and has electro cautery damage. The device was allowed to warm for a minimum of four hours and was unable to be interrogated. The device was also bench tested and manual testing confirmed that no output was observed in the unipolar or bipolar mode. The device met specifications. The device was damaged and could not be functionally tested.